Event description:
Hcp reported pump implanted under pt's rib cage, pump has eroded through abdominal wall, pt has adhesions and blockage of the pt's intestines. The device was explanted but not returned to the MFR for analysis. Pt in hospital in stable condition.